Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. In this case, the cause of the increased gradient across the sapien 3 valve (valve in valve) appears to be related to an under-expanded valve. This evidenced by the improvement in the gradient post dilation two weeks later. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. There is no allegation of an edwards device malfunction associated with this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post implant of a 26mm sapien 3 valve inside an existing aortic surgical valve (valve in valve), the post-operative day 1 echo noted the valve was in normal position and normal leaflet motion. There was no aortic regurgitation present. The prosthetic aortic valve was well-seated with peak gradient 44mmhg and mean gradient 27mmhg, estimated valve area 1.7cm2. The patient was discharged home with these echo values. The patient was re-admitted fourteen days post tavr (valve in valve) procedure with a mean gradient of 27mmhg (unchanged in comparison to the discharge echo). However, the patient had persistent symptoms of lightheadedness, fatigue, and shortness of air with exertion after discharge home (post tavr valve in valve). A balloon valvuloplasty (bav) was performed. The echo performed 1 day post bav noted normal position and leaflet motion. There was ¿no more than mild ar" (paravalvular leak) noted. The peak gradient was (improved) 29mmhg and the mean gradient was (improved) 19mmhg with an estimated aortic valve area of 1.5cm2. No aortic insufficiency was noted.